Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of delayed onset inflammatory reaction and lumps are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported injecting a patient with juvéderm volbella with lidocaine in the lip border. Around 4 months after the injection, patient developed a delayed onset of inflammatory reaction and lumps near the lip border and also the mucosa area. Patient had no other product or procedure done. Patient's overall condition was good. There are just multiple lumps around the lips. Swelling is more obvious in the morning and subsides a bit in the afternoon time. Patient was treated with hyalase on 3 occasions about 1.5 months apart. Patient was also treated with klacid with the last treatment with hyalase. Patient was reviewed again 2 weeks later and there was no more daily swelling. Patient still had some nodules but fewer nodules on the upper and lower lips. Patient could not tolerate klacid due to gastrointestinal (gi) upset. Patient was then switched to cloxacillin/ampicillin. Symptoms are ongoing.